Event description:
It was reported by the user facility that during their preventative maintenance (pm) of the device, the blade protector/guard was damaged on the sternal saw. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.